Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intra ocular lens (iol) implant procedure, the patient complained about blurred vision and the vision outcome didn't improve. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The lens was retuned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due to the exchange of an extended depth of focus lens to a other company lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).